Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to corrosion on the interface board. The pump had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 220 mg/dl at the time of incident. The customer stated that the pump was not doing anything even after taking the battery out. The display did not return during troubleshooting. The customer was advised to leave the battery out of the pump for 2 hours and to call back if the display did not return. The customer called back stating that the display did not return. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.